Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the exact type and cause could not be fully determined. Post-implant CT¿s were not available for complete review of the stent graft in-vivo configuration. While a type iii fabric endoleak cannot be ruled out, this type of endoleak would be less likely to have occurred at index. Analysis of the returned films did not allow for review of any obvious anatomical factors that may have led to the reported type iii endoleak (e.g. Calcification) and did not reveal any obvious out of specification stent graft integrity issues. The endoleak appeared most likely to have been an acute type IV blush. This likely type IV appeared as a focused leak from the flow divider due to the higher porosity in that portion of the stent graft. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received ; it was reported that there was a fabric tear in the main body device only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm it was reported that during the index procedure, a final angiogram was performed post dilation, where a endoleak type 3b and IV was noted. The event was resolved with two additional endurant ii stent grafts. As per the physician, cause of the event was tear in the main body stent graft. No additional clinical sequalae were reported and the patient is fine.